Event description:
It was reported the customer received a button error alarm. Customer also reported receiving an unexpected restart alarm. The customer stated their temp basal was not programmed prior to the alarm occurring. The customer's blood glucose was 193 mg/dl. The customer stated the insulin pump may have been bumped prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)